Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by the FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that resident was being lowered when his foot kicked the pump and lift rapidly decended all the way to the floor. Staff reports he was taken to the hospital as a precaution but reports no injuries were incured. Complaint (B)(4) has been entered into our system.